Event description:
New information received notes that the device was reprogrammed to address the post-paced t-wave oversensing. However, episodes of post-paced t-wave oversensing later recurred. Additional programming changes were recommended and the device remains implanted. No further information is available.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that session records showed multiple episodes of non- sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended. No further information is available.